Event description:
It was reported the lead had no pacing output, no sensing, high threshold, no capture, high impedance, >2000 ohms, and an apparent fracture. It was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead analyzed.